Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of electromagnetic interference (emi). Technical services (ts) was consulted and explained electrogram (egm) doesn't show any issues. The device remains in service. No adverse patient effects were reported.